Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
In 2005, the reporter contacted lifescan on behalf of the pt alleging that the pt's one touch ultra meter was set to the incorrect units of measurement. The medical affairs specialist (mas) spoke with the pt 2 days later to obtain/verify info. The pt takes 45 units every evening. He tests with his meter "once in a while;" he stated this was the testing frequency advised by his doctor. In 2005, while at a dr's appointment, it was discovered that the reported meter was set to the incorrect units of measurement. The pt had not realized that the meter was set to mmol/l instead of mg/dl, although he had continued to take his daily insulin. A result of 208 mg/dl was obtained on the dr's device. The pt had not taken his lantus insulin that day. He was instructed to take it as usual; he was not given insulin at the dr's office. The dr also prescribed oral diabetes medication for the pt; the pt did not knnow the name of the oral medication. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The pt told the mas that the meter had previously been set to the correct units of measurement, but he did not know when it changed to mmol/l. He did not recall resetting the meter units of measurement setting. The meter and test strips were replaced. This case is being reported as a malfunction as the meter was in the wrong unit of measurement while the pt did not recall going into the meter settings. There is no indication of adverse event (a blood glucose reading of 208 mg/dl dose not indicate a serious injury.